Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device replacement, the left ventricular lead was placed in target, when physician removed the guidewire the measurement of pacing lead impedance measured as 4000 ohms. The change of alligator clips and psa cable did not resolve the issue. The lead was removed and replaced successfully. The new lead was placed in the same target no anomalies were observed. The procedure was completed without adverse consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.